Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes, adjust belt messages, and damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire to the front te in the trunk cable the root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had check therapy electrode messages, check belt messages, and was damaged.